Event description:
The patient¿s device jumps from 2.5 to 3.5 at random times during the day. Usually after three minutes in the position, and then it goes back down to 2.5. The orientation was checked and it was correct. The patient was going to keep a diary of what he was around and when it was happening. The company representative confirmed that they just had to adjust the stimulation. There were not any malfunctions. No interventions performed, just had to reprogram the device. The outcome was positive and patient was happy. A week later the patient reported that he still had concerns regarding his device or therapy but was working with his doctor or company representative. The patient had an appointment scheduled on (B)(6) 2012. Two years later, the patient reported that he tried adaptive stimulation for about six months and they could never get it right, so he shut off the adaptive stimulation feature. The pain stimulation was providing therapy to the entire area, but he could not increase stimulation up high because it was too high; he could not survive with it that high to take all the pain away. It was confirmed that there was no concern with the stimulator. It was noted that patient has had back fusion and surgeries in the past. The patient needed an MRI, but it was not related to the pain stimulation therapy. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a few months later that they still has concerns regarding their device or therapy but have not sought further help. It was stated ¿I hate having to charge my implant. Worst decision ever.¿